Event description:
Pt is experiencing what she describes as pain near her battery pocket. Originally she described it as thinking it was happening every 5 seconds. So, she saw a provider with a programmer and the device was checked (impedance was well in range on all electrodes). They then turned battery off. Pt has still been experiencing the same pain. Working on getting her in to see her surgeon as next steps.